Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep) who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient had discomfort at the pocket site. Revision surgery was done to move the battery laterally to resolved the issue. All impedances remain in the normal range after moving the battery. No further complications were reported and anticipated.